Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. Investigation results: siroforce no. 8001451751: provided accessories: measurement cable lip-clip. Measurement cable file clip. Charging unit (0045090). Contra angle (72293). Micromotor with cable (gmr1557255). Foot control (119127). File clip. Diagnosis: battery defect (h: 23:31:54, s: 33, f: 21 --> device was charged 33x. Enough would have been 14 --> battery overcharged, misuse). Measurement cable - fileclip cable isolation defect. Micromotor - error 2.

Event description:
In this event it is reported that a vdw. Gold reciproc stops during use/treatment. No injury occurred.